Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable halos. The lens was exchanged for an iol by a different manufacturer in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the event improved following iol exchange.

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in paper inside a specimen cup. Blood and solution is dried on the lens. The optic is cut into two portions. One cut optic portion has a large split/crack near the cut area. The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, and a non-qualified viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).